Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level and was alleging the insulin pump for under delivery. The customer's blood glucose value was 454 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump. The customer reported that he gave himself bolus but the blood glucose did not fluctuate. The insulin pump and reservoir will not be returned for analysis.